Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: on investigation, all keypad button demonstrated normal response. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Investigation did not duplicate the unresponsive keypad complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.